Event description:
Litigation papers allege on or about (B)(6) 2009, pt suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: severe and permanent physical pain, suffering, injury and disability, emotional distress and anguish, unnecessary add'l surgeries, physical disfigurement, metallosis, injuries presently undiagnosed, medical expenses, hosp expenses, other related expenses, lost wages, permanent diminution in earning capacity, loss of consortium and loss of enjoyment of life.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.